Event description:
It was reported that during an indirect decompression spacer implant procedure, after spacer was deployed the physician went to tap it down to secure it against the lamina, while taking lateral x-rays, the physician observed that the spacer had advanced too far past the spine-laminar junction. The physician undeployed and removed the spacer and aborted the procedure. The patient was doing well post-operatively and the physician assessed that there were no adverse effects on the patient. The spacer was disposed of by the hospital and will not be returned for analysis.